Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and saw that there was no compressor in the 3100a. The unit was ran using the blender and circuit that was on the unit. It passed the patient circuit calibration and vent performance check. The unit was ran with no issues and the alarms were checked. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Tthe customer reported that the compressor is not working on the 3100a ventilator. At this time, there is no information regarding patient involvement associated with the reported event.